Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3888-28, lot# l39319, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
The consumer reported she had recharging problems that started about (B)(6) 2013. Usually, the patient had to contact someone to help her recharge. In (B)(6) 2013, the patient fell and was not sure if the implantable neurostimulator (ins) had flipped. The manufacturer's representative checked the ins in (B)(6) 2015 and was able to get all coupling boxes and adjusted the stimulation. On (B)(6) 2015 the patient was scheduled to have an "upgrade" done, but it was cancelled by workman's compensation. The patient did not know why they were putting in a new system, but stated it might have been because she had been having a problem recharging. On (B)(6) 2015 the patient successfully recharged and had all coupling boxes. Since about (B)(6) 2015, the patient had not been able to get coupling boxes. Repositioning the antenna was attempted. The patient noted the ins was implanted in her abdomen. The patient was unable to get coupling boxes. There was a damaged recharge antenna. When an antenna locate feature was attempted, a pr-av was shown on the recharger. This message indicated the patient had older software in her implantable neurostimulator recharger (insr) and it was not able to do the antenna locate feature. It was noted the patient was going to have a trial upgrade done on (b)(5) 2015. There were no symptoms reported and there was no indication of patient harm. Relevant medical history included chronic low back pain.

Event description:
Additional information received reported that the patient could charge the implantable neurostimulator (ins), but it took her couple of hours every day to charge. It was a hassle but she was able to charge the device. She never lost stimulation and there were no symptoms associated with the coupling/charging issues. The patient did not plan to get the ins replacement at this point.